Event description:
Smoke started coming out to the power cord port on the medtronic pacemaker/defibrillator programmer. Cord was unplugged from the port and put on the ground. Flames then started coming out of the end of the power cord. It was quickly extinguished. No patient involved and no harm to team. Medtronic notified. (B)(6).